Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited a high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.